Manufacturer narrative:
Submit date (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a pt experienced an adverse reaction to the q-trace electrodes reportedly resulting in a prolonged hospital stay (2 add'l days). The pt was admitted for cardiac eval at which time covidien q-trace electrodes were applied. Upon removal of the electrodes, the pt reported an itchy raised red rash with fluid exudate. The pt was treated with prednisone tablets, benadryl, and hydrocortisone 2.5% cream.